Event description:
It was reported that there was a malfunction on the pump. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. Technical support provided information on how to reset the pump and assisted the customer in doing so. After resetting, the malfunction code did not recur, and the customer was advised to continue using the pump while monitoring for any future issues.